Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. Model#: sc-82116-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had infection at the pocket site. Symptoms were pus in the wound and wound that was not healing. The patient was prescribed antibiotics. The infection was believed to be from the patient being a diabetic and a smoker. The patient underwent an explant procedure.